Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#:  1420 / catalog#:  1420 / expiration date: 31-mar-2022 / serial#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 24-mar-2021 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed multiple motor start events with parameters outside of expected range. It was also reported that ve ntricular assist device (vad) exhibited low flow alarms and the controller exhibited an unexpected loss of power. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one of the motor start events was due to an accidental disconnection of power sources.

Manufacturer narrative:
A supplemental report is being submitted for a corrected date of event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed a controller power up with an associated pump start event was logged on 18/sep/2023 at 15:31:22, indicating a loss of power. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 47% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 20% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 7 seconds. No anomalies were recorded leading up to the loss of power. In addition, log file analysis revealed slight intermittent decreases in power consumption and estimated flows since (B)(6) 2023; however, parameters were within normal operating range. Ninety-two (92) low flow alarms were logged since (B)(6) 2023. Review of the event log files revealed motor start events recorded on (B)(6) 2023 at 09:43:01, in which the motor start parameters were atypical. As a result, the reported low flows, lo ss of power and atypical motor start parameters events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d4: serial or lot#: con416026 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up with an associated pump start event was logged on (B)(6) 2023 at 15:31:22, indicating a loss of power. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 47% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 20% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 7 seconds. No anomalies were recorded leading up to the loss of power. In addition, log file analysis revealed slight intermittent decreases in power consumption and estimated flows since (B)(6) 2023; however, parameters were within normal operating range. Two-hundred and sixty-one (261) low flow alarms were logged since (B)(6) 2023. Review of the event log files revealed a motor start event recorded on (B)(6) 2023 at 09:43:01, in which the motor start parameters were atypical. As a result, the reported low flows, loss of power and atypical motor start parameters events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of at ypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion, and a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed slight intermittent decreases in power consumption and estimated flows since (B)(6) 2023; however, parameters were within normal operating range. Two-hundred and sixty-two (262) low flow alarms were logged since (B)(6) 2023. Review of the event log file revealed two (2) motor start events recorded on 23/jun/2023 at 09:43:01 and 19/jan/2025 at 19:38:51, in which the motor start parameters were atypical. Log file analysis revealed four (4) controller power up with an associated pump start events were logged on 18/sep/2023 at 15:31:22, 23/dec/2024 at 02:19:49, 24/dec/2024 at 14:07:54, and 19/jan/2025 at 19:38:47, indicating a loss of power. The data point recorded prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 47% relative state of charge (rsoc) and that bat(B)(6) was connected to power port two (2) with 20% rsoc. The data point recorded after the first loss of power revealed that bat(B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the second and third loss of power was not available for analysis. The data point recorded prior to the fourth loss of power revealed that bat(B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and that bat(B)(6) was connected to power port two (2) with 28% rsoc. The data point recorded after the fourth loss of power revealed that no power source was connected to power port one (1) and bat(B)(6) was connected to power port two (2). No anomalies were recorded leading up to the first or fourth losses of power. The controller was without power for seven (7) seconds, seventeen (17) seconds, eighteen (18) seconds, and fourteen (14) seconds, respectively. As a result, the reported low flows, loss of power and atypical motor start parameters events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the first loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. The most likely root cause of the remaining losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that loss of power events occur due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for revision to the product event summary. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as they both remain in use. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed slight intermittent decreases in power consumption and estimated flows since (B)(6) 2023; however, parameters were within normal operating range. Two-hundred and sixty-two (262) low flow alarms were logged since (B)(6) 2023. Review of the event log file revealed two (2) motor start events recorded on 23/jun/2023 at 09:43:01 and 19/jan/2025 at 19:38:51, in which the motor start parameters were atypical. Log file analysis revealed four (4) controller power up with an associated pump start events were logged on 18/sep/2023 at 15:31:22, 23/dec/2024 at 02:19:49, 24/dec/2024 at 14:07:54, and 19/jan/2025 at 19:38:47, indicating a loss of power. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 47% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 20% rsoc. The data point r recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the second and third loss of power was not available for analysis. The data point recorded prior to the fourth loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 28% rsoc. The data point recorded after the fourth loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the first or fourth losses of power. The controller was without power for seven (7) seconds, seventeen (17) seconds, eighteen (18) seconds, and fourteen (14) seconds, respectively. As a result, the reported low flows, loss of power and atypical motor start parameters events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or ina ppropriate pump rotational speed. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.